Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. A touched position was observed to be out of alignment. Although touch screen calibration was performed, the phenomenon was not resolved. Therefore, the touch screen will need to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred. No parts returned. Based on the review of (user interface issue, touchscreen), found during pre-use system verification is prior to therapeutic application and presents no direct patient harm. Risk level associated with this complaint is 0.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The fi technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue. All electrical testing is in the specification; unresponsive regions and tabs are not responding to touch. Faults are found on this returned touchscreen. This failure was caused by the manufacturing process leaving dead spots on the screen.